Manufacturer narrative:
Approximate age of device ¿ 1 day (calculated from the date when the system controller was issued to the patient). Device analysis: the reported event of a driveline power fault alarm was confirmed. The evaluation of the returned system controller revealed a compromised pcb component (open fuse). As a result the system controller operated a test pump with a call hospital contact/ driveline power fault alarm active. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controller operated as intended with no active alarms. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved from the system controller. The first 8 entries contained in the log file were from the functional testing during manufacturing process performed on (B)(6) 2018. The next 12 entries revealed that the system controller was connected to a power module with a driveline disconnected and backup battery not installed and then the external power was removed. The system controller was re-connected to a power module and shortly after an over current protection b open flag became active followed by a controller internal fault alarm. The system controller remained connected to a power module and there were several silence alarm button pressed flags recorded. The driveline was connected to the system controller and the system was started. The pump initiated operation and there was a driveline power fault alarm associated with power line b open/over current protection b open. The driveline was disconnected and reconnected and the driveline power fault alarm remained active until the end of the log file when the system controller was disconnected from the system. In conclusion the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuse. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after successful lvad implantation, the system controller showed a driveline power fault. The patient was asymptomatic. The system monitor showed that fuse b was broken. The system controller was replaced and no further alarms appeared. The pump was working as expected the whole time. During the manufacturer's investigation of the returned system controller, an open fuse due to an incorrectly inserted driveline by 180 degrees was found. No additional information was provided.